Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect gen. 2 sodium and chloride results over several days and noted the anion gap was high. The specific number of samples affected was not known but the customer indicated that out of 60 ise tests per day, 5-10 % would have high anion gaps. Data was provided for one sample as an example. The initial sodium result was 150 mmol/l with a data flag and the repeat result was either 144 or 143 mmol/l. The erroneous result was reported outside of the laboratory. The repeat result was believed to be correct. There was not adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found there was an electronic failure of the electrodes as it had been over two months since they were changed. He also found the internal standard (is) bath was not sitting completely down into position. He replaced the electrode and adjusted the sample probe. He placed the is bath into its correct position. He ran ise checks, adjustments, precision, calibration, and qc which passed. Multiple samples were run and results were acceptable.